Event description:
It was reported that "after an uncomplicated arterial puncture and insertion of the catheter over the wire, the catheter broke off following the removal of the wire. The catheter material appeared porous and crumbly. The guidewire was completely fine during the previous examination and after wire removal. The wire was subsequently discarded and is no longer available. The red attachment to the catheter had completely detached after insertion. During the attempt to remove the catheter, a small piece of it was accessible using forceps. When the forceps gripped it, the catheter crumbled. The remaining piece of catheter remained in the patient (was laid in this way) and could no longer be removed. It was an initial insertion of the arterial catheter. The physician then inserted an arterial catheter into the other hand. There were no problems with that. The 27 years old, male patient with critical and life-threatening condition, was transferred to another hospital and passed away approximately 24 hours later. The incident with the arterial catheter was unrelated to the patient's condition or cause of death".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after an uncomplicated arterial puncture and insertion of the catheter over the wire, the catheter broke off f ollowing the removal of the wire. The catheter material appeared porous and crumbly. The guidewire was completely fine during the previous examination and after wire removal. The wire was subsequently discarded and is no longer available. The red attachment to the catheter had completely detached after insertion. During the attempt to remove the catheter, a small piece of it was accessible using forceps. When the forceps gripped it, the catheter crumbled. The remaining piece of catheter remained in the patient (was laid in this way) and could no longer be removed. It was an initial insertion of the arterial catheter. The physician then inserted an arterial catheter into the other hand. There were no problems with that. The 27 years old, male patient with critical and life-threatening condition, was transferred to another hospital and passed away approximately 24 hours later. The incident with the arterial catheter was unrelated to the patient's condition or cause of death".

Manufacturer narrative:
Qn#(B)(4). The customer returned three, unopened representative sac-00820-pbx kits for analysis. No obvious signs of use were observed. The kits were opened to analyze the contents within. Visual analysis did not reveal any defects or anomalies with the returned devices. The overall lengths of the catheters from the juncture hub to the distal tip measured 83 mm, 83 mm, and 84 mm, which is within the specification limits of 82-86 mm per catheter product drawing. The catheter body outer diameter measured 1.05 mm , which is within the specification limits of 1.04-1.09 mm per catheter product drawing. The catheters were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire." The returned guide wires advanced through the catheters with little to no resistance. A perpendicular bending force was applied to the catheter bodies and all three were flexible as intended. No breakage or crumbling was observed. Testing performed at the manufacturing facility was able to reproduce the reported failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The current approved product labeling for finished good sac-01218-pbx includes the iso 15223-1 symbol indicating "keep away from sunlight." The customer report of arterial catheter separation was not confirmed through complaint investigation of the returned representative samples. Visual, dimensional, and functional analysis did not reveal any defects or anomalies with the returned samples. The customer report states the catheter body was observed to be brittle and easily fractured. Previous testing performed at the manufacturing facility was able to reproduce the reported failure mode (brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Without the actual complaint sample returned for evaluation, the probable cause of catheter separation could not be determined based upon the information provided. Teleflex will continue to monitor and trend for reports of this nature.